Event description:
It was reported by a pt looking to get implanted with vns that she was told by her former co-worker that another pt experienced an increase in seizures after being implanted with vns. The person who reported this event has no other details and does not know who the pt is who experienced the increase. Good faith attempts to obtain additional info have been unsuccessful to date.